Manufacturer narrative:
Gvp-8d report. Aesculap ag. Reference code (B)(4). Device name activ l sup.plate size m 6°/spikes. Serial number n/a. Batch number 52508201. UDI device identifier (B)(4). UDI production identifier (B)(4). Basic UDI-di n/a. Unit of use UDI-di (B)(4). Manufacturing date 13.03.2019. Reference code ae-qas-sp42. Device name collect.no.qas spine anterior stabilis. Serial number n/a. Batch number unknown. UDI device identifier unknown. UDI production identifier unknown. Basic UDI-di n/a. Unit of use UDI-di unknown. Manufacturing date unknown. Reference code ae-qas-sp42. Device name collect.no.qas spine anterior stabilis. Serial number n/a. Batch number unknown. UDI device identifier unknown. UDI production identifier unknown. Basic UDI-di n/a. Unit of use UDI-di unknown. Manufacturing date unknown. Investigation. No product at hand. Pictorial documentation. No product at hand. Batch history review. The device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. Explanation and rationale - because there are no products and only minor information available, a definitive root cause analysis cannot be determined. Corrective action - a CAPA is not necessary.

Event description:
The adverse event / malfunction is filed under xc reference (B)(4). Associated medwatch-reports: 2916714-2020-00598, 2916714-2020-00599, 2916714-2020-00561.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with activ l implant. According to the complaint description the endplate spikes broke off during surgery. As the surgeon inserted the implant, the spike broke off. A part of it remained in the endplate implant within patient and a small part of it was removed with forceps. The spike broke in two pieces. The procedure was a lumbar total disc replacement (tdr). An additional medical intervention was necessary for removal. There was a surgical delay of less than five minutes. Patient outcome was noted as good. The operative report was not available. The adverse event / malfunction is filed under xc reference (B)(4). Associated medwatch-reports: 2916714-2020-00598. 2916714-2020-00599.